Event description:
The account alleged the patient position module will not set. No injury reported.

Manufacturer narrative:
The account stated they had replaced the bed exit strips and cleaned the patient position board due to corrosion on the bard but the issue remains. The account replaced the patient position module board and the issue still remains. No further information is available on the repair of the bed at this time.